Manufacturer narrative:
(B)(4). Method: the complaint iw934 baby control cosycot infant warmer was not returned to fisher & paykel healthcare for investigation. Our investigation is thus based on the photograph provided by the hospital, our knowledge of the product and previous investigations into similar complaints. Results: the photograph revealed a crack in the centre of the plastic base column. It also showed that the subject infant warmer was loaded with two large gas cylinders and a ups machine. Conclusion: cracking of the plastic leg region of the cosycot infant warmer is known to occur when it has been overloaded. In this instance, the approximate combined weight of the infant warmer unit and its accessories possibly exceeded the recommended maximum load. The maximum weight limit is specified in the operating manual and in the product technical manual of the cosycot infant warmer. To increase awareness and to prevent and/or reduce the incidence of cracked plastic bases, f&p states that the maximum weight on the infant warmer inclusive of all accessories and the patient should not exceed 115kg. This warning is provided in the form of labels on the column of the infant warmer. In addition, a checklist of common fisher & paykel healthcare accessories and their respective weights is provided to the user. The complaint device is eleven years old, it is therefore reasonable to expect wear and tear.

Event description:
A hospital in (B)(6) reported that an iw934 cosycot infant warmer had a broken leg. No patient consequence was reported.